Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump had a blank display. The customer¿s blood glucose level at the time of incident was 128mg/dl and the current blood glucose is 136mg/dl. The customer also received an unexpected error. The customer was assisted with troubleshooting and the display did not return. The customer was advised to discontinue use of the insulin pump. The insulin pump will not be returned for analysis.